Event description:
The patient presented to clinic for follow up. Increased impedance and t-wave oversensing were noted. A prior cxr did not show any externalized conductor. The lead was intact upon extraction and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.